Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, at the third firing of the device for closing the insertion of delta shaped anastomosis, the firing stopped midway. The device was removed from the tissue. Prior to the procedure, the handle was fully charged however, the battery indicator only showed 60%-90%. One of the reloads used with the device which used a buttress also had the buttress detached easily and was not used. The procedure was completed using another device. There was no patient injury.